Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during percutaneous endoscopic gastrostomy performed on (B)(6) 2010. According to the complainant, on (B)(6), 2011 it was noted the peg tube was swollen some centimeters from the external bolster, there was a hole in the tube as well as a blockage. This device remains implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4):the complainant indicated that the device will not be returned for evaluation as the product has been disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.